Event description:
As per the reporter, they experienced a breakage of the mallet adaptor during the surgical procedure causing a surgical delay of one hour. No patient harm was reported.

Manufacturer narrative:
A visual analysis was performed on the returned mallet adaptor (code 177385) and alleged event was confirmed. Additional surface marks were also observed on the distal area of the component. The fractured surface appeared relatively uniform, with no visible evidence of bending and plastic deformation. The macroscopic examination did not reveal signs of significant ductile behavior, and the observed characteristics are consistent with a brittle-type failure mode. The affected adaptor is a multiple-use device manufactured in 2022. According to the device's intended use and the operative instructions described in the operative technique, ah-2001-opt, the adaptor can be used in conjunction with the slotted mallet during the nail insertion phase, ensuring that hammering is applied exclusively on the designated striking interfaces. Applying impact or force to areas of the targeting assembly that are not designed to receive direct loading may lead to damage.

Manufacturer narrative:
Device involved in this event has not been returned for investigation, but it has been requested to return. If the device is returned an investigation will be completed and a follow up report will be submitted.

Event description:
As per the reporter, they experienced a breakage of the mallet adaptor during the surgical procedure causing a surgical delay of one hour. No patient harm was reported.